Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt forceps stand. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event 5 is detectable and preventable by handling device in accordance with the following IFU. 3.3 inspection of the endoscope 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.